Event description:
A home pt, (B)(6), has reported that during treatment a blood lead occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 300 ml's. There are no pt ill effects and no medical intervention required. The pt opened a new setup and noticed the same defect during pretreatment setup, that the balance chamber connection was oval and not round. The pt did not dialyze. Sample was contaminated with blood and is not available for investigation.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviation or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.